Manufacturer narrative:
Date of event was approximated to (B)(6) 2021 based on the date the manufacturer became aware of the event. The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. (B)(4). The complainant indicated that the device is not available for return; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a tria soft ureteral stent was implanted on an unknown date. The stent was implanted for about 4 weeks. During routine follow-up, on an unknown date, it was found that the stent had migrated proximally in the ureter. The stent was successfully removed via ureteroscope and no other stent was implanted there were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fully recovered.